Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormally severe menstrual bleeding") in a 21-year-old female patient who had essure (batch no. 626625/ 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted." And medical device monitoring error "endometrial ablation done on the day of essure placement". The patient's past medical history included cesarean section (3 times), non-smoker, multigravida, parity 3 (last trimester of pregnancy (due date is (B)(6) 2007)), dysmenorrhea, endometriosis (removal of small amount), smoker (began smoking at age 23. Smoke less than 1 pack/day.), alcohol abuse (2 or less per day.), multiple caesarean sections, latex allergy and allergic reaction to analgesics. The patient denied alcohol abuse. Concurrent conditions included latex allergy (allergies), anesthesia, post procedural pain, menstruation abnormal, decreased appetite, muscle cramp, bloating, heavy periods, hot flushes, back pain, thrombosis nos, discomfort, breast pain (left-sided), mastodynia and morbid obesity. Family history included diabetes (maternal relative¿s maternal grandmother), heart attack (maternal relatives maternal) and endometriosis (mother). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhoea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain"), back pain ("back pain"), abdominal pain ("severe abdominal cramping"), weight fluctuation ("weight fluctuations/ weight gain/ weight loss"), uterine pain ("uterus pain") and arthralgia ("hip pain"). The patient was treated with surgery (in (B)(6) 2014, plantiff underwent partial hysterectomy, during which her uterus was removed.), surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, abdominal pain and weight fluctuation had not resolved and the vaginal haemorrhage, uterine pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, menorrhagia, pelvic pain, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.3 kg/sqm. Lot number : 626625, manufacture date: feb-2008, expiration date: jan-2010. Lot number : 626626, manufacture date: feb-2008, expiration date: jan-2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 626625,626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (3 times), non-smoker, multigravida and parity 3 (last trimester of pregnancy (due date is (B)(6) 2007)). The patient denied alcohol abuse. Concurrent conditions included latex allergy (allergies) and anesthesia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally severe menstrual bleeding"), abdominal pain lower ("severe, lower abdominal pain"), back pain ("back pain"), abdominal pain ("severe abdominal cramping") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (in (B)(6) 2014, plantiff underwent partial hysterectomy, during which her uterus was removed.). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, abdominal pain and weight fluctuation had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, pelvic pain and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Reporter and patient demographics were added. Historical condition. Updated essure implant date and indication was added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormally severe menstrual bleeding") in a 21-year-old female patient who had essure (batch no. 626625,626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted." And medical device monitoring error "endometrial ablation done on the day of essure placement". The patient's past medical history included cesarean section (3 times), non-smoker, multigravida, parity 3 (last trimester of pregnancy (due date is 18dec2007)), dysmenorrhea, endometriosis (removal of small amount), smoker (began smoking at age 23. Smoke less than 1 pack/day.), alcohol abuse (2 or less per day.), multiple caesarean sections, latex allergy and allergic reaction to analgesics. The patient denied alcohol abuse. Concurrent conditions included latex allergy (allergies), anesthesia, post procedural pain, menstruation abnormal, decreased appetite, muscle cramp, bloating, heavy periods, hot flushes, back pain, thrombosis nos, discomfort, breast pain (left-sided), mastodynia and morbid obesity. Family history included diabetes (maternal relative¿s maternal grandmother), heart attack (maternal relatives maternal) and endometriosis (mother). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhoea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain"), back pain ("back pain"), abdominal pain ("severe abdominal cramping"), weight fluctuation ("weight fluctuations/ weight gain/ weight loss"), uterine pain ("uterus pain") and arthralgia ("hip pain"). The patient was treated with surgery ((B)(6) 2014, plantiff underwent partial hysterectomy, during which her uterus was removed.) And surgery (ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, abdominal pain and weight fluctuation had not resolved and the vaginal haemorrhage, uterine pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, menorrhagia, pelvic pain, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.3 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events added per pfs: abnormal vaginal bleeding, essure confirmation test not conducted, uterus pain, hip pain were added. Concurrent conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally severe menstrual bleeding"), abdominal pain lower ("severe, lower abdominal pain"), back pain ("back pain"), abdominal pain ("severe abdominal cramping") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (in (B)(6) 2014, plaintiff underwent partial hysterectomy, during which her uterus was removed.). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, abdominal pain and weight fluctuation had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, menorrhagia, pelvic pain and weight fluctuation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.